Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, acrobat-I stabilizer swivel movement was stiff and didn't move smoothly. The hospital felt resistance when the arm was moved all the way to the ends. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood were observed. A visual inspection was conducted. No visual defects were observed. The device was evaluated for its mechanical function. The device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm was secured in position when the knob was turned clockwise. The knob did tighten the arm. When the knob was moved anticlockwise, the biscuit was able to freely move and the arm could be moved side to side and swivel up to 180 degrees, no resistance that can be considered as abnormal was observed. It was also observed that the malleable stabilizer foot is able to rotate with no difficulty. A reference device was used to compare the biscuit and there were no differences observed with the device. Based on the returned condition of the device and the results of the evaluation, the reported failure mode "mechanical issue" was not confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, acrobat-I stabilizer swivel movement was stiff and didn't move smoothly. The hospital felt resistance when the arm was moved all the way to the ends. A replacement device was used to complete the procedure. The hospital did not report any patient effects.